Manufacturer narrative:
The t:slim pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert. The customer's blood glucose level was 300-400 mg/dl and was corrected with insulin injections. Tandem technical support reviewed how the incomplete bolus alert is triggered and the customer acknowledged information.